Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 67 mm abdominal aortic aneurysm. The neck was barrel shaped and approximately 30 mm long. The diameter of the neck just below the lowest renal artery was 22 mm. The aortic bifurcation was narrow, measuring approximately 22 mm x 12 mm. The right common iliac was severely calcified and the proximal origin causing significant stenosis and narrowing to approximately 4 x 7mm. Vessel tortuosity was reported to be moderate. It was reported that the right common iliac was pre-dilated with a 6 x 4 mm balloon. The main body was advanced up the left side and deployed per the IFU. The right contralateral limb was advanced up the right side to the target landing zone. The deployment sequence was commenced as per the IFU. When rotating the blue slider, the outer sheath did not retract as it should. This could be visualized by observing the marker on the outer sheath. When the blue slider was released it would ¿spring¿ back into its original position. Deployment was attempted several times. No portion of the stent graft was deployed. The device was removed from the patient. A new device was opened, advanced to the target landing zone and deployed as per IFU. A short residual focal stenosis (approx. 1.5cm) was noted post deployment. This was dilated with another manufacturer¿s 14 mm x 4 cm balloon catheter with a good result. After post dilatation with a reliant molding balloon, a final run was completed with a good result. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).